Event description:
A doctor of ophthalmology reported that following a glaucoma filtration surgery, the shunt was touching the iris. There was no patient harm and the shunt remains implanted. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no sample was returned nor data regarding product identity was indicated as the device remains implanted, therefore, the condition of the product could not be verified and visual inspection cannot be performed. There was no harm caused by this problem to the patient. The shunt has remained in the eye. Because a sample was not returned, the root cause cannot be determined. Additional information has been requested. Zip code is not indicated at this time. (B)(4).